Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Affiliate reported via email anchor broken during surgery. No delay. Additional information received via email from the affiliate on 6-5-17. Type of procedure was bankart shoulder. The anchor broke during anchor deployment. The procedure was completed with other company implants. Type of bone quality was good. The insertion was not off axis. Everything was removed from the patient. Delay for 20 mins. Original bone hole was used to complete the procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It was reported the patient had good quality bone and insertion was not off-axis. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Other than above mentioned factors, a root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.